Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifting downstream occlusion (dso) seal and a lifting upstream occlusion (uso) seal. Functional testing was able to duplicate the reported problem. The dso seal, uso seal, and keypad were replaced, and the dso and uso sensors were calibrated to address the issues. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an 'error in line' and not turning on. There was unknown patient involvement.